Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid at a concentration of 8.0 mg/ml and a dose of 1.3767 mg/day via an implantable pump. The indication for use was intractable spasticity. It was reported the patient had increased pain since a fall in the shower on (B)(6) 2017. The clinical diagnosis was unsatisfactory analgesia. It was indicated the event was possible related to the device or therapy. The pump was reprogrammed on (B)(6) 2017 and the event was noted to be ongoing. Additional information was received indicating the patient experienced increased radicular pain since fall in shower. Additional information received on (B)(6) 2017 indicated the clinical diagnosis was incision site hygroma. The patient experienced swelling and pain at the incision site (near back incision) as of (B)(6) 2017. As intervention, the pump was explanted/replaced on (B)(6) 2017 and was to be returned to manufacturer. The etiology was noted as possibly related to the device (lumbar site) or therapy and not related to the implant procedure. The outcome was 'resolved without sequelae' as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter, UDI# (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the device diagnosis was updated to not applicable. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the device diagnosis was updated to suspected catheter malfunction. The outcome of the hygroma was resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study. It was reported that the site suspects a catheter malfunction, however, the specific malfunction was not specified. It was reported that the other etiology was a mechanical fall. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated they believed the fall have contributed to the catheter malfunction. It was noted that the fall was not caused by a device issue. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected to reflect adverse event <(>&<)> product problem. If information is provided in the future, a supplemental report will be issued.